Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced during a device change out procedure due to possible fracture and high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr03 ipg implanted 2010 (B)(6). (B)(4).